Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2023. On the day of the event, the parent noted that the cgm reading dropped from 4.7 mmol/l to 2.7 mmol/l. Soon after this, the patient started to have seizures. No blood glucose readings were taken from this time, but the parent stated that the cgm readings were inaccurate during the time of the event. The patient was brought to the hospital and was treated with a glucagon injection and after 15 minutes the patient was given an additional 3 tubes of dextrose gel. After treatment, the blood glucose reading was 6.7 mmol/l. There was no cgm reading reported from that moment because the sensor got knock off when the seizure happened. The patient was discharged on the same day and at the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.